Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing tenderness over the lead anchor site and was likely due to seroma. The patient was instructed to use and try a topical non-steroidal anti-inflammatory drugs (nsaid) and or lidocaine patch.

Event description:
It was reported that the patient was experiencing tenderness over the lead anchor site and was likely due to seroma. The patient was instructed to use and try a topical non-steroidal anti-inflammatory drugs (nsaid) and or lidocaine patch. Additional information was received that the patient was also not getting an adequate pain relief and was feeling stimulation in a non-target area despite reprogramming done due to lead migration. The patient underwent a revision procedure wherein the clik anchor and linear leads were replaced. The patient was doing well postoperatively. The explanted clik anchor and linear leads were discarded by the medical facility.